Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their sensor was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported the sensor did not blink when connected. Upon removal, the electrode was missing. The customer¿s mother was advised the sensor will be replaced.